Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having kidney issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having kidney issues. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found pil initiated therapy with the device and verified airflow, using a pil supplied power supply and power cord. Pil observed the following from internal and external inspection: residue on the bottom of blower box, watermarks on bottom of blower. Pil used a fitt (foam integrity test tool) and the associated procedure ER (B)(4). The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has contamination external to the device. There was no evidence of sound abatement foam degradation. Section h6 updated in this report.